Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2020-23484. Reference MFR. Report#: 1627487-2020-23486. Reference MFR. Report#: 1627487-2020-23487.

Manufacturer narrative:
Date of event is unknown. The patient's weight was unable to be obtained. Concomitant medical products and therapy dates: model: mn10200, therapy date: unknown, model: mn10450-50a (x2), therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 4; reference MFR. Report#: 1627487-2020-23484; reference MFR. Report#: 1627487-2020-23486; reference MFR. Report#: 1627487-2020-23487. It was reported the patient had been receiving ineffective therapy. In turn, the patient underwent surgical intervention and their drg system was explanted. The replacement drg system was implanted the following day (with success) to abide by the anesthesiologist's recommendation.